Event description:
Customer reported experiencing an alert 5 followed by an alarm 7 and a high blood glucose level, although the specific value was unknown and displayed as "high." There was no adverse impact to the customer¿s blood glucose level reported beyond this high reading. The customer addressed the high blood glucose by administering a correction bolus via the pump, and cts helped by explaining the reasons behind the alerts and alarms, providing education on improving connection, and advising the customer to consult with their healthcare provider. The customer confirmed understanding and was able to resume insulin deliveries successfully.